Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports that the catheter leaked somewhere on the catheter body, approx 1 cm from the insertion site, after being inserted for a couple of days. The ucv was inserted (B)(6) 2013 into the umbilicus by suture. An x-ray was taken to verify placement and the lines were flushed on a regular basis with a 10ml syringe. Chlorohexidine was used to clean the area. The uvc was removed on (B)(6) 2013 and replaced with another uvc. This patient experienced hypotension and hypoglycemia requiring up to 40 mcg of dopamine support, and a d20 tpn infusion. Once the line was replaced, the infant was able to wean off of vasopressor support and a high glucose infusion rate within hours of the change.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.